Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experienced high blood glucose levels. The customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of the reported high blood glucose event. It was confirmed that the auto mode feature was not active at the time of the high blood glucose event. The customer was neither in the emergency room nor admitted into the hospital as a result of high blood glucose. No further complications were reported. The customer will continue to use the product.